Manufacturer narrative:
Complaint that "the pump shut off while plugged in" wasn't replicated however found the error code n56 (replace battery) in the alarm history logs. The probable cause is the battery. After replacing the battery all relevant performance verification testing (pvt) tests passed with no alarm or error codes. Also replaced a damaged alternating cord (ac ) cord.

Event description:
It was reported that a plum 360 device unexpectedly shut down during patient use. As per the report, staff are indicating the pump shut off while plugged in at the bedside causing a delay in therapy for the patient. The battery lot number is 230112v23. The pump was in use with a patient at the time the issue occurred. The event resulted in a near-code blue situation, requiring immediate intervention. Extra medication was given to restore adequate blood pressure. When the nurse heard the alarm, the pump was immediately replaced, and extra medication was given while the drip was being restarted on the new pump. Before the reported issue, the patient maintained blood pressure on moderate dose pressors and was intubated in the intensive care unit (ICU). During the reported issue, blood pressure very rapidly declined as the patient was no longer getting pressors. After the reported issue, after pressure was stabilized with extra medication, the patient returned to the previous condition. The pump alarmed stating ¿turn off and back on, if the problem persists, replace pump.¿ at this time the pump was no longer running. When restarted, the pump was not functioning. Prior to this, the pump had no alarms or alerts and was functioning properly. The charge indicator lit up when plugged into alternating current (ac) power. The last preventative maintenance (pm) testing was on (B)(6) 2023. The battery has been replaced on (B)(6) 2023. There was no damage or issues to the power cord or plug/prongs. The organization has a policy that states the pumps should be plugged in at all times except when in transport. No additional information is available for this complaint.